Event description:
An olympus representative reported to olympus, on behalf of the customer, the biopsy port was loose on the evis cysto videoscope prior to use in an unknown procedure. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the biopsy port was found to be loose and rotating and the port could not be fully removed. In addition, it was noted, the pin unit was corroded, the plug body probe unit was loose and there was leaking. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.